Event description:
It was reported that this pacemaker was part of a system revision due to pocket erosion and infection. Reportedly, the patient developed infection after discharged from being implanted with the system. There were no additional adverse patient effects reported. The pacemaker was explanted and was reused as external temporary pacer paired with temporary lead and will be removed once infection will be cleared out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.